Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 26-jan-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported emergency lamp lighting was duplicated due to the aging deterioration of the examination lamp. Also, it was found that the examination lamp had been used for 400 hours (the average life was approximately 500 hours). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the life of the examination lamp because the lighting time of the examination lamp was near the average life. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the emergency lamp of the subject device frequently lit up instead of the examination lamp after a clicking noise when the subject device was startup. There was no report of patient injury associated with this event.